Event description:
It was reported that the patient had a powerpicc implanted on may 18, 2023. On june 2, 2023, flush could not be performed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is confirmed. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation showed abundant use residues throughout the returned device. Blood product residue was visible adhered to the distal end of the catheter. A functional test of attempting to infuse water into each lumen using a 12 ml syringe revealed each lumen to be patent to infusion, but the white-luered lumen was observed to be partially occluded by blood product with little resistance during functional testing. A microscopic observation revealed abundant blood product adhered to the white lumen before and after attempted infusion efforts. The complaint of an occluded catheter is confirmed as one lumen of the catheter was visibly occluded by abundant blood product. Possible causes of failure may include placement techniques or improper catheter maintenance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On june 2, 2023, flush could not be performed. There was no reported patient injury. No other information was provided.